Event description:
Needle issue; (B)(6)---product quality issue from jpsr: employee came for flu vaccine. This writer looked at needle prior to screwing it on the syringe, it appeared to have smooth threads that are all there that would allow it to screw on without gaps. Needle was not overtightened. Needle was primed prior to administered. Flu vaccine administered. Fluid leaked out of needle. Needle lot number: 4333134, 2027-09-27, smiths medical.